Event description:
Related manufacturer reference number: 2017865-2024-35178. It was reported that the patient presented for a pacemaker implantation procedure. During the procedure, it was noted that the first right atrial (ra) lead could not be fixed in the right atrium. The physician replaced the second ra lead and discovered that the second ra lead was failing to capture and failing to sense. The physician elected to use the third ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies.